Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Block d4: device identification number was unknown at the time of MDR filing. Block a: patient information could not be obtained due to country privacy laws. Block h4:â dateâ ofâ deviceâ manufacture year and monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was cleaned to resolve the issue.